Event description:
Dentist received scratches from hand piece burrs that were attached to the midmark elevance unit.

Manufacturer narrative:
The hand piece and the burrs are not a product that is sold or manufactured by midmark. Midmark only manufacturers the dental unit which connects and positions the hand pieces. Midmark was not provided manufacturer information on the burrs. Midmark assisted the customer with changing the position of the unit to help prevent reoccurrence. Midmark advised the customer to contact the manufacturer of the burrs for proper handling, storage and maintenance instructions.